Event description:
It was reported that the workstation on the 9800 system would lock up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. A cable was found interfering with the cooling fan. The cable was rerouted during the service call. The system was found to be working as intended and put back into service.